Manufacturer narrative:
H3: one device was returned for repair. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to a previous service of the device. Physical condition of device showed downstream occlusion (dso) seal air bubble. Pump alarmed cassette not attached, and the primary complaint was replicated. The cause was fluid ingression found inside the pump. Replaced the main board and the dso sensor.

Manufacturer narrative:
E1 - initial reporter address 2: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there were 3 red triangles and cassette was not attaching. There was unknown patient involvement and unknown harm/adverse event reported.